Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30843317m and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent a paroxysmal supraventricular tachycardia (psvt) ablation procedure with a navistar¿ electrophysiology catheter. The patient suffered heart block av requiring temporary pacemaker and prolonged hospitalization. It was reported in a psvt procedure, av block was developed during ablation of the slow pathway region. Issue occurred within 30 minutes after the catheter use started. After the procedure, a temporary pacemaker was inserted, and the patient was returned to the room. The patient developed complete atrioventricular block (junctional rhythm) during the procedure. The physician's opinions on the relationship between the event and the product was that the cause was the procedure and physician¿s own judgment error. During the ablation, the physician paid attention to various points, and the judgment was delayed. Ablation of the slow pathway region was successful but resulted in avb. Additional information received indicated the adverse event was discovered during use of biosense webster products. The patient required extended hospitalization because of the adverse event. The outcome from the adverse event was reported as fully recovered and the patient was discharged from the hospital.